Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was not able to lock in place when inserted into insulin pump. Customer's blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the reservoir compartment keeps popping out for several months. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.